Event description:
Device issue: physical resistance. Time of device issue: during the procedure. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that during an attempt to deploy the xience v 2.75 x 15 mm stent, there was a lot of resistance crossing the tortuous, calcified lesion. The xience v 2.75 x 15 was deployed and a dissection occurred. The dissection required treatment with an additional stent and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): the stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.